Event description:
A surgeon reports having a patient with an unexpected postoperative refraction and astigmatism after intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 08/18/2008, 08/19/2008 and 08/29/2008 by phone, fax and mail. Patient records were received 08/18/2008. A completed questionnaire has not been received.